Manufacturer narrative:
H6: device code: 1494: off-label use (safety and effectiveness of the lens has not been established in patients with keratoconus). Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -10.0/2.0/074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023.on (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. The exchanged resolved the problem. The reporter states the cause of this event is due to patient related factors, however "unknown" was also reported. The reporter also states that the device failed to perform as intended. For cause details the reporter reports "keratoconus. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -10.0/2.0/074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and significant reduction of iridocorneal angles was observed, lens remains implanted. The reporter states the cause of this event is due to patient related factors, however "unknown" was also reported. The reporter also states that the device failed to perform as intended. For cause details the reporter reports "keratoconus". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).